Manufacturer narrative:
Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the customer entered the transmitter ID number incorrectly. After entering the correct transmitter ID number the transmitter successfully paired to the pump. No additional patient or event information was available.